Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 60 stapler would not engage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed and found to have multiple engagement failures. The engagement failures were replicated during in-house testing. The sureform 60 stapler instrument failed engagement on every attempt on the in-house system with a cannula seal and an in-house drape installed. Also, the sureform 60 stapler instrument was found to have a binding roll bushing. The main tube was manually rotated, and friction was observed. The housing was removed, and the sureform 60 stapler instrument was found to have bearing corrosion. As a result, friction was observed when the sureform 60 stapler was manually rotated off the system. A grindy friction was observed when the main tube is manually rotated. The probable root cause of the alleged engagement failures cannot be determined based on the information provided. The failure analysis did not reveal any issues related to the engagement failures. However, the binding roll bushing issue was attributed to manufacturing. Additionally, the bearing corrosion is attributed to transport and storage issues since rust on roll thrust bearing likely occurs after the instrument is used in the procedure and during transport. This complaint is considered a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to the sureform 60 stapler not engaging with the da vinci system. Also, the surgeon had to make an undesired open incision to complete the procedure.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported the sureform 60 stapler would not engage with the arm on the patient side cart (psc). The customer tried multiple staplers in the same lot number. The procedure was converted to open surgery with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator confirmed the event date was (B)(6) 2023. The hemicolectomy performed on (B)(6) 2023 was the case being reported and both staplers used in the case had the engagement issues. The stapler instruments were inspected prior to use. Both staplers were used in the same procedure. The reported issue with the staplers was failure to engage when placed on the arm of the psc. The error message displayed was engagement failure. The first stapler fired successfully once, then did not re-engage. The second stapler did not engage at all. The case was converted to open surgery due to lack of access to the anatomy to complete intracorporeal anastomosis. The surgeon believed what contributed to the complication was needing the stapler's full range of articulation to ensure proper anastomosis. The laparoscopic stapler could not achieve optimal trajectory in turn outing overwhelming tension on the tissue. The customer converted to have a larger open paramedian incision. The surgeon did not have the ability to stabilize robotically and was unable to access the anatomy with laparoscopic instrumentation. The surgeon did not go into the procedure expecting to convert. The patient tolerated the conversion, and it was an undesired open incision location. There was no video recording of the procedure. The patient demographics could not be provided.